Event description:
It was reported the coil could not be detached during procedure.no patient injury reported.

Manufacturer narrative:
The coil has been evaluated and detached normal with the instant detacher.(B)(4).